Manufacturer narrative:
The reported complaint was confirmed. During the laboratory evaluation, the product surveillance technician (pst) installed the software module in a lab-tested electronic patient gas system (epgs), calibrated the epgs. The pst set flow at 5 liters per minute (l/min) and oxygen (o2) at 21%, waited five minutes for readings to stabilize and recorded the central control monitor (ccm) o2 reading at 18.4% and the external oxygen analyzer at 21%. The pst adjusted the epgs to 5 l/min flow and 100% o2, waited five minutes for readings to stabilize and recorded the ccm o2 reading at 99.6% and the external oxygen analyzer at 100%. The pst placed the lab-tested software module back into the epgs, calibrated the epgs, waited five minutes for readings to stabilize and recorded the ccm o2 reading at 20.4% and the external oxygen analyzer at 21%. During the evaluation, all the test readings of o2 accuracy tests are within ± 3% tolerance limits when software module was replaced. The nominal 21% o2 assumed for testing purposes is dependent upon the particular o2 tank mixture used on the production floor and may vary slightly from tank to tank. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. The epgs pod will have to be replaced when one becomes available.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the electronic patient gas system (epgs) failed phase 3, test 42 of the verification/release testing. Troubleshooting using the pod from epgs indicates the pod does not report accurate measurements at 21%. There was no patient involvement.

Manufacturer narrative:
During service repair, the service repair technician (srt) installed a new electronic patient gas system (epgs) pod. The srt replaced the oxygen (o2) sensor because it was older than the recommended six months. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.